Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified proximal left circumflex artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that there was no problem crossing the lesion, but rupture occurred at 6 atmospheres upon second inflation. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon wings were in a deflated state and had been subjected to positive pressure. There were traces of blood inside the balloon. A microscopic examination of the balloon found no tears or holes in the balloon material. The device was soaked in a water bath at 37 degrees celsius in order to facilitate balloon inflation. The device was attached to a boston scientific encore inflation unit and during an attempt to inflate the balloon a pinhole leak confirmed. The pinhole leak was confirmed at 1mm distal to the proximal marker band. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no kinks along the length of the hypotube. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified proximal left circumflex artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that there was no problem crossing the lesion, but rupture occurred at 6 atmospheres upon second inflation. The procedure was completed with another of the same device. No patient complications reported.